Event description:
On (B)(6) 2024, the user's mother noticed that suddenly the user cannot hear anything after putting the audio processor on, therefore they went to perform a follow-up check. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A re-insertion surgery was performed with three channels remaining extra-cochlear.

Event description:
On (B)(6) 2024, the user's mother noticed that suddenly the user was not able to hear anything after putting the audio processor on. They attended a follow-up check and reportedly, the electrode was outside the cochlea. A reinsertion surgery was performed on (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A re-insertion surgery was performed with three channels remaining extra-cochlear. Reportedly after re-insertion surgery the electrode migrated again out of cochlea. A second re-insertion surgery was performed successfully. The device remains implanted and in use.

Event description:
On 14-feb-2024, the user's mother noticed that suddenly the user was not able to hear anything after putting the audio processor on. They attended a follow-up check. Reportedly, the electrode is outside the cochlea.